Event description:
It was reported that on unknown date, the universal chuck with t-handle and drive shaft were broken from usage during an unknown procedure. No further information was provided. This report is for one (1) universal chuck with t-handle this is report 1 of 2 for (B)(4).

Manufacturer narrative:
Initial reporter is synthes sales representative without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.